Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of morphine at 4.6 mg/day via an implantable pump. It was reported the low reservoir alarm occurred on (B)(6) 2020 and the empty reservoir alarm occurred on (B)(6) 2020. The patient was in the hospital and could not get drug for a few days. Empty pump considerations were reviewed. It was indicated the doctor planned to put saline in the pump and program the pump to minimum rate. Additional information was received from the manufacturing representative (rep). The rep was informed of the event by a healthcare provider. It was reported the patient did not experience any symptoms related to the pump being empty. It was reported the pump ran dry because the patient missed his regular scheduled refill and did not reschedule the refill. The patient was then in the hospital not too long after. It was confirmed the patient's hospital stay was not due to the pump, however, the reason was not disclosed by the hospital due to the patient's privacy. The provider who monitors the patient's pump was notified by the hospital staff that the patient's pump was being switched to minimum rate and was being refilled with saline.